Event description:
A report was received that patient was charging the ipg frequently. The patient underwent an ipg replacement procedure.

Event description:
A report was received that patient was charging the ipg frequently. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110 sn: (B)(4). Device evaluation indicated that the ipg complaint was not verified. The device measured 3.60 volts and was charged to 3.94 volts in one cycle. The battery depletion rate and quiescent current consumption rate were within the expected range, 7.55 and 87 ua respectively when the device was turned off. The device was evaluated for a possible malfunction against the reported pain. Residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. The ipg passed all the required tests and revealed no anomalies.